Event description:
A customer reported an issue with a cartridge not fully snapping into the pump while being able to see the o-ring on the pneumatic tap. Cts advised the customer to remove the o-ring from the pneumatic tap area and instructed them to inspect the cartridge, confirming the o-ring was in place and undamaged. The customer was then guided through reloading the original cartridge via the pump's load menu, which was completed successfully. There was no adverse impact on the customer's blood glucose level, and the customer was able to resume insulin therapy successfully without additional issues.